Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of reportable malfunction of internal pipeline is leaking was confirmed. Based on the results of the investigation it is likely that event internal pipeline is leaking due to electropneumatic proportional valve failure and event low average flow rate due to first pressure reducer failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit internal pipeline is leaking. The issue occurred during reprocessing. There were no reports of patient harm.